Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that on (B)(6) 2021 the patient had lightheadedness and mild substernal chest tightness after their evening meal. Shortly afterward they had low flow alarms. The patient¿s chest pain was pleuritic with no nausea, vomiting, diarrhea, or shortness of breath. The patient¿s oral intake was good and their cardiac enzymes were negative. It was thought that the low flow alarms could have been blood pressure related with a return to flow (rtf) of 116. However, the patient was pulsatile so 116 as the systolic pressure (which ranges from 80-116) could have caused lightheadedness. The low flow alarms were determined not to be related to right ventricular failure, hypovolemia, pump thrombosis, or a high rtf. The lightheadedness seemed chronic in nature and the patient was euvolemic. No treatment was given. On (B)(6) 2021 an electrocardiogram and computed tomography pulmonary embolus study (ctpe) were done. No pericardial friction rub was seen. Given the patient¿s thrombotic thrombocytopenic purpura (ttp), it was thought there could be costochondritis. A lidocaine patch was given for pain. The echocardiogram showed mild to moderate aortic insufficiency, which had previously been mild. On (B)(6) 2021 the patient continued to have lightheadedness with standing, and blood pressure control was aggressive. Losartan was stopped for an rtf of 80-90. The patient had no further low flow alarms documented. A consult for transcatheter aortic valve replacement (tavr) was planned. On (B)(6) 2021 the patient¿s rtf was 80-108. At this point the tavr consult had not been done and there were no patient symptoms related to their aortic insufficiency. On (B)(6) 2021 the patient¿s pain continued and it was believed that the cause was neuropathic costochondritis. A lidocaine patch, diclofenac gel, tylenol gabapentin, and baclofen were given for the pain, which was considered chronic with sequelae. On (B)(6) 2021 there had been no low flow alarms documented since admission. The patient¿s lightheadedness continued but the cause was unknown, and the patient¿s hospitalization therefore continued. The structural heart team reviewed the patient¿s cardiac imaging, and as the patient had annular dilation, isolated tavr would be challenging and possibly unsuccessful. No treatment was given and the patient¿s aortic valve insufficiency was considered chronic with sequelae. On (B)(6) 2021 neurology was consulted for the patient¿s vertigo and computed tomography angiography (cta) of the head was done. Partial hypodensity was seen, though the age was indeterminate. Filling defect was seen in the left transverse and sigmoid sinuses, into the left internal jugular vein. This was possibly representative of venous thrombosis. The patient¿s neck and cranial arteries were patent. Neurology offered that this was unlikely to be a true neurological process. A vestibular sinus thrombosis could cause the symptoms and warfarin was continued. Meclizine was given for dizziness for 3 days. A repeat cta was scheduled. On (B)(6) 2021 it was believed that the patient had dural venous sinus thrombosis, as their international normalized ratio (inr) was low on admission (1.3). Heparin was started at that time. On (B)(6) 2021 the patient¿s dural venous sinus thrombosis with diziness was considered resolved without sequelae, and coumadin would be continued as the patient followed up in an outpatient neurology clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were submitted for review; however, the low flow alarms were not considered by the account to be device related and possibly related to high blood pressure. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists hypertension and stroke as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 6 provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.